Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial # (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of radicular pain syndrome and spinal pain. It was reported that the patient went to turn on the patient programmer (pp) and it would not turn on. They used the recharger to check the implant (ins) as they had not used the ins in a while. The recharger said the ins battery was dead and depleted, and they needed to charge it. They charged the ins for over 5 hours and saw the charge complete screen. The next day they checked on the ins but the pp kept getting the sync screen and poor communication screen, and they could not use the navigator pad to turn the screen on and off. Per the patient the pp would not communicate without the antenna attached, and it was noted they never had a pp antenna so did not use one. The recharger was able to communicate with the ins. They also noted on the recharger screen that "a quarter of the ins was flashing", which was a "problem" because they charged it to 100% the night before and never turned it back on. The patient called back (B)(6) 2018 and noted they were having problems with the ins battery staying charged, and it was reviewed with the patient that the battery still depleted even if it's not being used. No symptoms were reported for the patient and no further complications were reported or anticipated. Additional information was received from the patient reporting that the replacement pp resolved the poor communication with the implant. However they were not sure if the implant battery issue was resolved. They noted they were trying to get in touch with a manufacturer representative to check their implant. No further complications were reported or anticipated.